Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user requested to return the ilet system approximately one month after purchase due to concerns about hypoglycemia, with no alarms or alerts reported and no ongoing use of the device at the time of the request. Symptoms included hypoglycemia. Outcomes included user discontinuation of therapy and device return for credit processing. Investigation included review of the complaint details and return logistics. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.